Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was flaking from the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter expert at manufacturer¿s. As they stated, maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes . In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The initial reporter was theatre manager. The correction of h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: customer did not enable the inspection. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. H3 other text: customer did not enable the inspection.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer

Event description:
On 19th october, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was flaking from the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.